Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected; broken wires and severe kinks were observed on the lead segment approx 25cm away from the stimulation end. The terminal end also appeared discolored. Functional testing could not be performed due to broken wires in the lead segment. Conclusion: the reported complaint was confirmed. As received the lead had several broken wires and severe kinks. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the pt experienced a sudden loss of stimulation. The amplitude could not be increased past perception on all programs. Attempts to reprogram the scs system were unsuccessful. An x-ray of the system was taken but no anomalies were found. Intra-operative testing of the lead reveled high lead impedances. The doctor explanted and replaced the lead on (B)(6) 2010. The explanted lead was returned to the MFR for analysis. Follow up on the pt found no further issues reported.